Event description:
It was reported that this device was explanted due to premature battery depletion. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product was not explant last year. It remained implanted for another year. The device has now been successfully explanted and replaced. There were no additional adverse patient effects. It was reported that this device was explanted due to premature battery depletion. There were no additional adverse patient effects.